Event description:
It was reported that the customer experienced elevated blood glucose levels . Troubleshooting was performed and pump passed delivery system check. Reportedly, the luer lock was loose and air bubbles were present throughout the tubing. Customer changed the infusion site to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.